Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving clonidine (142.9 mcg/ml at 35.6 mcg/day), bupivacaine (19.6 mg/ml at 4.883 mg/day), and morphine (32.1 mg/ml at 8 mg/day) via an implantable pump for spinal pain. It was reported that the hcp noticed a motor stall message when they went to do a refill on (B)(6) 2021 and realized that the patient had an MRI back on (B)(6) 2021 and they never interrogated the pump after the MRI. They noticed a recovery message shortly after interrogating the pump but still thought it was stalled due to the message. The hcp did not seem to be aware of the possibility of telemetry mode.